Event description:
After I got lasik eye surgery, I immediately experienced chronic dry eye syndrome. I've had it for 5 years now since my eyes can no longer produce the proper tears due to the surgery. I am also experiencing blurred vision especially at night, making driving a very uncomfortable task. So this means lasik isn't permanent fix, it has a shelf life of 5-10 years. I've been miserable ever since and very regretful of this procedure. FDA safety report ID#: (B)(4).